Event description:
It was reported that at approximately 08:20 during a patient transport, the unit reset and stopped ventilating. No patient health consequences were reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The affected device was examined on site by a dräger service technician. The report and logbook were available to the manufacturer for examination. Based on the analysis of the logbook of the oxylog 3000 plus with serial number (B)(6) , manufactured in march 2011, 2 warm starts could be confirmed at the reported time. The device alarmed and started automatically within approximately 10s and continued ventilation with the last set parameters. During the investigation by the dräger service technician on site, a warm start was also triggered when testing the device. During the investigation, a fault of the printed circuit board control (lp) was detected. After replacing the affected component and testing according to the manufacturer's specifications, the fault was eliminated and no further deviations were detected. In the event of a technical fault, the unit will issue a visual and audible alarm, but may no longer provide an adequate ventilation function. In this case, the operating instructions specify that an alternative ventilation option must be kept ready. The lp control unit is not a part that needs to be replaced regularly. In individual cases, however, it may fail during the service life of the device. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that at approximately 08:20 during a patient transport, the unit reset and stopped ventilating. No patient health consequences were reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.